Event description:
During a coronary drug eluting stenting treatment procedure, a balloon malfunction occured. The lesion, in the circumflex artery, was predilated with a voyager balloon. The physician inserted the taxus express2 2.75x12 mm drug eluting stent, however it owuld not cross the lesion. The physician noted that the balloon looked as though it had contrast in it and that it had been partially inflated. The device was removed and the physician tried another taxus express2 2.75c12mmd rug eluting stent. This device would not cross the lesion and also looked as though it had contrast in it and had been partially inflated. This device was removed. The procedure was completed with a cordis stent. No pt complications occured. Pt status is satisfactory.